Manufacturer narrative:
H3, h6: analysis was performed for product: 9735777, lot number: 190501. It was reported that the returned cable had no physical damage and passed a continuity test with no opens or shorts detected. There was no problem found. Codes b01, c19 and d14 are applicable to this analysis. H3, h6: analysis was performed for product: 9735825, lot number: 1600365920. It was reported that there was no fault found during the overnight bench testing. Codes b01, c19 and d14 are also applicable to this analysis. H3, h6: analysis was performed for product: 9735780, lot number: unknown. It was reported that the returned cable had no physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Codes b01, c19 and d14 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r emitter ; product ID: 9735777 cable; product ID: 9735780 cable: multiple fdd/annex a codes were reported. A1102 was coded for localizer faulted would display for a couple of seconds, went away. A05 was coded for print camera diagnostics said breakout box (bob) faulted. The system was serviced in the field by a medtronic representative. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c13, d02 are applicable. Img code g02018 applies to the emitter and g02004 applies to the cables. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturer representative (rep) installed a solid state drive (ssd), uninterruptable power supply (ups), and computer. The localizer faulted would display for a couple of seconds, went away, displayed for a couple of seconds then went away. This happened when the emitter and  breakout box (bob) were plugged in and when it was not plugged in. The rep reseated the cords and now the rep saw localizer faulted. Nothing was plugged into the controller. The print camera diagnostics (with nothing plugged in) said bob faulted. The print camera diagnostics (when bob plugged in) said bob faulted. There was no patient involvement.